Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No additional adverse patient effects were reported. The device remains in service at this time and will be checked monthly. If additional information is received, this report will be updated.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed because the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
Correction to describe event or problem: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of one or two leaky capacitor(s). Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because the device analysis has been completed. Additionally, to correct the information in the initial report: there was no code 1003 declared on this pacemaker. Rather premature battery depletion (pbd) was suspected because approximately during a seven month time span, the expected battery life changed from 10 years to 5 years. Disk analysis then confirmed that the device had a higher power consumption than expected and the power consumption was expected to continue to increase. The device was explanted and returned for analysis.